Event description:
Consumer reported no insulin flow when priming pen needle prior to injection. Stated, she primes 2 units. Stated, almost half the box was affected and she's running out of product. Lot: 3320079. Catalog: 320550. Date of event: unknown. Samples: no cl.

Manufacturer narrative:
50 pen needles affected. H3 other text : device not available.

Manufacturer narrative:
Lot: 3320079 not valid number. Correction to b5, lot: 3320079 not valid number. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h10. Section c attached for affected products.